Event description:
Rptr had breast implants for augmentation on 5/8/81. She had no problems until 9/93, when she awoke at night with breast pain radiating to her shoulders. She was diagnosed in 2/94, with bilateral frozen shoulders and capsulitis. She had physical therapy 3 times a week for 3 months for stretching and strengthening. Rptr continues with therapy at home. In 1/94, she developed pain in her right wrist and was diagnosed in february with "right dequervains." She was treated with a splint and nsaids (daypro and lodine) but continues to be in pain. She developed right knee pain on 4/7/94, and right hip pain on 6/7/94, which are ongoing. She took a leave of absence from work for explantation surgery and joint pain. Implants intact on removal along with bilateral capsulectomy on 5/20/94, despite MRI report of rupture.